Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, under expansion of the valve frame was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) using a 26 millimeter (mm) non-medtronic balloon was performed while the patient was rapidly paced. Prior to complete deflation of the post-implant bav, the balloon was pulled aortic and the valve subsequently dislodged aortic. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the valve implant depth on the ncc was 20 mm, and the implant depth on the lcc was 20 mm. Subsequently, a snare was used to pull and pin the valve on the lesser curvature of the aorta. A second transcatheter valve was successfully implanted valve-in-valve at a depth of 3 mm on the ncc, and 4 mm on the lcc. Per the physician, the post-implant bav contributed to the dislodge. It was noted that a 15 minute procedural delay occurred as a result of the dislodge. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID amplantz super stiff; product lot/serial number na; product type: guidewire; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the starting deployment point was at the bottom of the pigtail. A non-medtronic guidewire (amplatz super stiff) guidewire was used during the implant.